Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded signal artifact monitoring (sam) events that appear to be falsely categorized as sam but appear to be noise over sensing caused by a cautery from a surgery procedure on the same day. It was recommended to turn the sam feature on again at next clinic visit as it had been disabled. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.